Event description:
It was reported that after surgery the scrub tech was removing the set screw caps from the driver and discovered that there were more caps in the driver than what had been broken off during surgery. The driver had been reused in surgery with set screws from a previous surgery still in the shaft of the driver. There were no additional patient complications reported.

Manufacturer narrative:
(B)(4): the driver was not returned for evaluation; the hospital confirmed the driver remains in use. The product is sold non-sterile; customer is responsible for sterile processing. The manufacturer representative conducted in-service training on proper removal, cleaning and sterilization of instruments. This report is being submitted for notification purposes.